Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philip's field service engineer (fse) could not duplicate the reported problem. The fse performed the troubleshooting in service manual, and unit passed successfully.

Event description:
During an unrelated service event the field service engineer (fse) noted a ventilator inoperable error code in the significant event log. It was unknown if a patient was involved in the incident. There was no reported patient impact or involvement. The event date was not specified; estimate used.